Event description:
Technical services received a call on 6/8/12. Caller reported noise on this rv lead. Patient is dependent, inhibiting pacing. Impedance is fine. Cannot recreate. Stored vf event with noise on rs only -163 events , 145 nonsustained. Some are appropriate. Looks like noise was present as far back as august 2011. Patient is in wheelchair. Will discuss with physician. No additional information is available at this time. Lead remains in service. Lead was implanted on (B)(6) 1999. Additional information was received. This lead was explanted on (B)(6) 2012. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).